Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus pnk 20ga x 1.16in prn leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the department of radiology was doing CT imaging. When doing cta this afternoon, the tube of the indwelling needle ruptured and the contrast agent leaked out. The bolus rate is 3.0ml/s.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 3048298. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported while using bd pegasus pnk 20ga x 1.16in prn leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the department of radiology was doing CT imaging. When doing cta this afternoon, the tube of the indwelling needle ruptured and the contrast agent leaked out. The bolus rate is 3.0ml/s.